Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water packet should be packed on the paper side, and not the plastic film side. Also, the customer found that most of the catheters were wrongly packed in the previous samples. Both the rochester and bard were inconsistent in the orientation and the layering of the water packet. With the packet adjacent to the clear plastic film side, followed the instructions would not result in adequate lubrication of the catheter. Also, the packet was often aligned, so the water squirts toward the funnel, but not at the tip. The neck of the plastic film in the rochester brand was too wide, allowing the packet to slide up toward the funnel. The hydrophilic version, avoids the build up of lubricant with frequent catheterization. Sometimes, the coating seems barely adequate. Per follow-up via phone on 12jan2021, the customer added the water packet to lubricate the catheter completely because of the way it was positioned in the package.